Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00968. It was reported the patient underwent an scs trial. The patient returned to have the leads pulled on (B)(6) 2019, and then complained about increased back pain the following day. The patient later went to an urgent care clinic and was sent to the emergency room. It was determined that the patient had an abscess around the l3 area. A laminectomy was performed from the l1 to l4 region. Cultures were taken which determined it was a staphylococcus infection. The patient is currently being treated with intravenous antibiotics.

Event description:
Device 1 of 2- reference MFR. Report#: 3006705815-2019-00968.